Event description:
The customer was reported that the cadd cleo infusion set experienced infusion set leaking. The leakage presents a potential risk of drug exposure, no other adverse consequences were reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.